Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the serial number and implant date the connector type is assumed to be a strain relief. The reported of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time; therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Manufacturer narrative:
Taper I. Visual examination of the returned device determined the access port tubing connector to be a taper I. The band tubing was separated broken and had a sharp unidentified opening. Device labeling addresses the possible outcome of leakage as follows: "caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Healthcare professional reports "leak at level of access port."

Event description:
Healthcare professional reports "leak at level of access port."